Event description:
It was reported that externalized conductors between svc and rv coils were observed via x-ray. Lead remains implanted. The patients condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.